Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate accuracy test" was not reproduced. Evaluation sent the device for flow accuracy testing and the device alarmed a reload set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was ultrasonic sensor upper value too low. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test during testing. There was no patient involvement. No additional information is available.